Manufacturer narrative:
MDR 3003442380-2024-01171 - device 2 of 2

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient's infusion set fell off during use on (B)(6) 2024 and (B)(6) 2024. The issue occurred with two similar types of infusion sets used for 15 minutes to one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.